Event description:
A user facility reported that a surgeon inserted the glaucoma shunt into the pt's eye but did not feel it was working properly and removed it. In a follow up phone call, the user facility reported the surgeon converted to a trabeculectomy and there was no harm to the pt. No further info is expected.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 04/06/2012 and 04/26/2012 by phone, fax, and mail, no further info is expected. (B)(4).